Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. Further information was requested from the study coordinator, but was not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on august 12, 2024, from the medrio study database: on (B)(6) 2024, this 59-year-old patient underwent endovascular treatment for a left common iliac artery occlusion disease. The patient was treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) to the left common iliac artery as well as a bare metal stent ¿ abbot vascular absolute pro device to the right common iliac artery. The patient completed the procedure and there were no additional procedures required. On (B)(6) 2024, it was noted the patient had mild stenosis in the left common iliac artery. No treatment was required for this event.

Manufacturer narrative:
The following was reported to gore on august 12, 2024 from the medrio study database: on june 27, 2024, this 59-year-old patient underwent endovascular treatment for a left common iliac artery occlusion disease. The patient was treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) to the left common iliac artery as well as a bare metal stent ¿ abbot vascular absolut pro device to the right common iliac artery. On july 25, 2024, it was noted the patient had mild stenosis in the left common iliac artery at the target lesion. It was reported that the stenosis is not hemodynamically significant and therefore not clinically relevant, as documented by a normal abi after exertion. No treatment was required for this event. The incident could not result in a serious injury if it was to recur. The reported information therefore no longer meets the definition of a serious incident in connection with the vbx-device and is therefore finally reported as a non-reportable incident. The medwatch is being retracted.